Event description:
Iab was inserted post CABG. Approx. 2-3 hrs after insertion, iabp experienced helium loss alarms. A wide inflation artifact was noted w/iab. Troubleshooting began. Clinician felt it was an iab problem & removed catheter. A re-insertion was not required. There were no reported pt complications.